Manufacturer narrative:
The serf ci/e liner is not involved in the system failure but it had to be replace due to the femoral head retentivity system.

Event description:
"The revision on (B)(6) 2016 was due to the patient being in pain". The surgeon explanted a ci 61/28 e and replaced it with an implant of the same size. The serf ci/e liner is not involved in the system failure but it had to be replace due to the femoral head retentivity system.